Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the ssc3e auxiliary half height drawer 1.1 had shown as not on bus. A field service engineer pulled the drawer and inspected/reseated all cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a cubie failure, unable to recover the failed drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.